Manufacturer narrative:
D4: corrected the UDI. H6: per a review of the complaint file, added code a01 and a0404.

Event description:
Clinical narrative: impella 5.5 was inserted in a 68 year old male patient presenting ami/cgs. The patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was scai shock stage unknown. The device was inserted without noted incident. However, after closing the pocket, it was noticed there was blood leaking from the red plug. Recommendation was to replace 5.5 with a new one. A new 5.5 was prepped and inserted with no noted clinical events to the patient.

Manufacturer narrative:
The pump will be returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation and to correct previously submitted information. Section d4. Serial has been corrected. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the pdi/minor bleed/fluid leak - red or blue plug/pd-any device (crack) was due to a material puncture of the catheter due to an unintended user error during suturing of the pocket based on the returned product and provided clinical details.